Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient missed a refill appointment last week and the pump had been alarming for the past 3 days. It was noted that the patient was scheduled for a refill this thursday. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2020: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020. It was reported that the issue was resolved. They did not know the date of their refill, but believed that it occurred the day after they called about the alarm. The cause of the alarm was not specified, but the patient noted that the pump was almost empty, but had a "drop of medication" left in it. The patient provided their weight at the time of the event as (B)(6). No further complications were reported.